Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during a lithotripsy procedure performed on april 22, 2019. According to the complainant, during the procedure, a trapezoid rx basket was used to crush a 2 cm stone. The stone was gradually crushed; however, the tip of the basket detached prematurely. The detached tip was removed using another basket. The stone was not fully fractured so an ebd was placed for drainage, and the procedure was completed. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the suspect device lot number; therefore the manufacture and expiration date are unknown. Block h6: device code 1484 captures the reportable event of tip premature deployment. Block h10: visual examination of the returned trapezoid basket found the wire basket assembly to be extended and the tip was detached from the basket assembly. Marks of the four wires were present in the tip, indicating it was properly attached to the basket assembly. The device is designed to disengage the tip to minimize the potential for the unreleasable stone entrapment. The directions for use (dfu) states: "note in the event the biliary calculi cannot be crushed, the trapezoid rx wireguided retrieval basket has been designed for the basket tip to disengage minimizing the potential for the unreleasable stone entrapment. Flushing may follow". Therefore, the investigation conclusion code is "known inherent risk of device" since the reported adverse event is known and documented in the labeling (including both short or long term known complications or adverse reactions). A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to report the suspect device lot number; therefore the manufacture and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a trapezoid rx basket was used to crush a 2 cm stone. The stone was gradually crushed; however, the tip of the basket detached prematurely. The detached tip was removed using another basket. The stone was not fully fractured so an ebd was placed for drainage, and the procedure was completed. There were no reported patient complications as a result of this event.